Manufacturer narrative:
Patient's exact age is unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a hot axios stent was implanted transgastic to a pancreatic pseudocyst on (B)(6) 2019. According to the complainant, on (B)(6) 2020 the pseudocyst was resolved and a per-protocol axios stent removal procedure was performed. However, while attempting to remove the axios stent with forceps, bleeding occurred and the procedure was stopped. Later in the afternoon on (B)(6) 2020 the axios stent was attempted to be removed again using forceps and a snare but due to granulation tissue over and around the flange of the stent, and bleeding the procedure was stopped. No treatment was required to stop the bleeding, but the procedure was cancelled and a surgical procedure is to be scheduled on an unknown date. The patient's condition at the conclusion of the procedure was reported to be stable.